Event description:
In 1983 pt rec'd their first silastic tmj implant. The implant was removed in 1984 and another put in and later removed in 1986. They had pain throughout their body, especially their arms, they began to be forgetful, fatigue set in and they were unable to tolerate the sun. Jaw dysfunction/locked up. In 1988 pt received the vitek ii tmj implant. This implant contained proplast and their jaw bones crumbled. In 1997 they had the device taken out due to warning letters they received from the FDA. The implant perforated the skull. In 1997 pt rec'd a chrstensen total joint replacement. After the implants were put in they couldn't chew food. They were at a proper weight, but after receiving the implant they went downhill and weighed only 65 lbs at the time of their death. In 2000/2001 they began experiencing strokes and seizures and began spending most of the time in bed. The pain worsened and they developed other medical problems such as vision problems, fevers, a hole in bladder, trouble swallowing, accelerated pulse rate, and extreme fatigue. In 2/04 they slipped into a coma and passed away. They passed away due to: gastrointestinal bleeding, toxic effects of tmj/jaw implants, temporomandibular joint syndrome.